Manufacturer narrative:
Per evaluation by the service tech conducted in the field: product inspection: the issue reported was monitor 2 is showing pip and no image on monitor 1. Power cycled the processor and obtained the keypad sequence to unlock the monitor2 , it was utilized without any issue. Later in the afternoon the image dropped out and the split screen image below showed up. The service technician was unable to replicate the pip issue. It is possible the customer accidentally changed the setting on the display itself to enable pip. The monitor 1 was found to be on the incorrect source of the failsafe. Upon further investigation, the rx at the display sides fiber fitting was not making a firm seat with the fiber causing the image to drop. Replaced both rx and tx to correct the issue and changed the display to be on its primary input of sdi. The system is functioning as intended. No further investigation is required. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that, during a transanal minimally invasive surgery on (B)(6) 2024, the video image was lost. The surgeon had to convert the procedure to an oepn procedure. They were able to complete the open procedure without any patient injury. However, the reported image loss issue caused about a 6 minute delay.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction: this incident was deemed as "adverse event", due to the fact, that the surgeon had to convert the procedure to an open procedure. However, we previously submitted this medwatch only as "product problem". We therefore, will submit this correction now retrospectively. This event is filed under internal complaint (B)(4).